Event description:
It was reported there were telemetry issues. It was also noted, the patient had not charged for a few years sue to lead migration which happened shortly after implant. It was unknown how much battery damage had occurred. It was also noted, the patient would have a revision on (B)(6) 2012 to correct the migrated lead. It was noted they could not comment on whether the implantable neurostimulator (ins) was damaged enough to replace. Follow up reported, the patient was scheduled for a new lead and ins on (B)(6) 2012. After the power on reset (por) the patient's battery would not hold a charge even after three charges. No further information was reported.

Event description:
Additional information received reported the patient was doing 'fine' and had therapy 'where they needed it' after the replacement procedure. It was noted that there was 'nothing wrong' with the device. No further information was reported.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-29 lot# n250558, implanted: 2010 (B)(6), product type accessory (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type lead.